Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01774. The pt (B)(6) received her scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that the pt's stimulation was no longer effective. The physician performed surgery and noted one of the leads had migrated. The pt reported effective stimulation postoperative. F/u on the pt on (B)(6) 2011 found that her area of pain feels tethered. The physician stated this may be related to scar tissue which has adhered. The physician plans to perform a hydrodissection and radiofrequency ablation procedure to address her pain.